Event description:
It was reported that the patient had undergone an unrelated lead revision procedure on (B)(6) 2017 and was exposed to electrocautery. After, the pulse generator was interrogated and exhibited a diagnostics anomaly. A device software download was performed which resolved the diagnostics issue. The patient did not experience any symptoms. On (B)(6) 2017 the device was explanted and replaced. No additional information was reported.